Event description:
Allegedly per surgeon's email, a patient with cobalt chrome modular neck and ceramic on ceramic articulation has mom issues and is facing revision surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned.(B)(4).